Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited high pacing thresholds and a possible loss of capture on the right ventricle (rv). A strip was taken and revealed a period of asystole. It was suspected that cross-talk was present which resulted in pacing inhibition. An invasive procedure revealed the proximal rv setscrew was not tightened properly.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited high pacing thresholds and a possible loss of capture on the right ventricle (rv). A strip was taken and revealed a period of asystole. It was suspected that cross-talk was present which resulted in pacing inhibition. An invasive procedure revealed the proximal rv setscrew was not tightened properly. The setscrew was tightened appropriately, and the device and lead remain in service without further complication. A loose set screw can be associated with a possible therapy delivery/effectiveness issue. The root cause is attributed to the difference in renewal 3-4 header design from previous headers. A product update outlining the setscrew location was sent out to the field representatives on (B)(6) 2004. Approximately 55 months later, the device was explanted for normal battery depletion and was returned for reliability analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.